Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The complaint was confirmed in the lab. The tubing was found to be cut about 1 5/16" from the twist clamp. A batch review was not possible since the lot number was unknown. The root cause is undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
Baxter received a report from a nurse regarding a transfer set that was leaking from a crack found on the tubing during dwell cycle 3 of 3. No injury or medical intervention was reported. The sample is reportedly available.